Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission 04/07/2014 - device evaluation: the pump has been returned and evaluated by product analysis on 03/19/2014 with the following findings: evaluation revealed that the audio bolus button cover was detached from the pump.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (abb tactile cng prior to dmg) issue. The reporter alleged that the audio bolus button was unresponsive. It was noted that the audio bolus button cover had a hole in it. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.